Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: after a few minutes of use, the balloon was burst. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B) (4)